Event description:
The patient was undergoing treatment for an occlusion in the internal carotid artery. The patient did not have tortuous vessels. A blloon catheter was inflated near the internal carotid branch containing the occlusion. The separator 054 was advanced to the m1 segment during the procedure where the balloon catheter was positioned. While the reperfusion catheter 054 was being used to aspirate, it was advanced into the m1 segment along the separator without use of the coaxial method. A contrast run after the reperfusion catheter 054 was advanced revealed hemorrhage at the site. The patient was treated with a coil and in the ICU as of (B)(6) 2011. The physician believes the bleed was caused during catheter advancement to the treatment site.

Event description:
The physician felt that the evidence of dissection came from contrast seen on imaging after insertion of the psc054 revealing a bleed. The physician treated the dissection because the region of the bleed was wide.

Manufacturer narrative:
Conclusion: vessel injury is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, qualtiy, or design concerns. Device disposed of by hospital.